Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the biopsy channel and in the suction cylinder could not be identified and the root cause could not be determined, as no additional information was reported or is available the event can be detected by following the instructions for use below: ¿preparation and inspection - inspection of the endoscopic system - inspection of the instrument channel¿ ¿preparation and inspection - inspection of the endoscope - inspection of the endoscope¿. In addition, the following non-reportable malfunctions were found during the device evaluation: suction cylinder (s-cylinder) has discoloration. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Distal end cover (c-cover) has a scratch. Bending tube is deformed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, insufficient cleaning was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope has a ripped rubber on the clip. During a standard service inspection of the customer returned device, insufficient cleaning was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.